Manufacturer narrative:
This event occured during a clinical study in which the m/l-10 multi-fire clip applier was used (as part of the study). However, according to the investigator´s criteria, the sae has been determined to be not related to the procedure, not related to the investigational device, and not related to leakage, by the hospital team. This cholecystitis was then treated and resolved on (B)(6) 2023 with a cholecystectomy. There is no evidence of the device in question causing the adverse event.

Event description:
The sae was described as a "chronic lithiasis cholecystitis (with marked epithelial denudation)" and its onset date was (B)(6) 2023. The subject is a 60-year-old male who underwent a laparoscopic cholecystectomy (general surgery), placing 6 clips in blood vessels and the bile duct, on (B)(6) 2023. On (B)(6) 2023, during the 30-day follow-up visit of the study, the subject manifested pain and discomfort due to the accumulation of gallstones because of the previously diagnosed pathology (chronic lithiasis cholecystitis), after being confirmed by an abdominal ultrasound. The subject was then programmed for the surgical removal of the gallbladder on (B)(6) 2023. According to the investigator´s criteria, the sae has been determined to be not related to the procedure, not related to the investigational device, and not related to leakage, by the hospital team. This cholecystitis was then treated and resolved on (B)(6) 2023 with a cholecystectomy.